Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the electrical leakage could cause the jolting sensation was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing the patient a jolting sensation was not duplicated or confirmed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which is the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 10mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.